Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements. Oversensing of noise in multiple sensing vectors was also observed. An x-ray was taken and a fracture was suspected to be the cause of the reported clinical observations. At this time, the electrode was reprogrammed and remains in service. No adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the electrode be returned back from the field for analysis.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements. Oversensing of noise in multiple sensing vectors was also observed. An x-ray was taken and a fracture was suspected to be the cause of the reported clinical observations. At this time, the electrode was reprogrammed and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the electrode was discovered to have been under-inserted into the header of the device thus causing the high out of range impedance measurements, no fracture was noted. The electrode was re-inserted and induction testing was performed. During testing, undersensing was observed thus making it difficult to convert the patient with shocks from the system. An external shock was eventually able to convert the patient successfully. The electrode remains in service and there were no additional adverse patient effects reported.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements. Oversensing of noise in multiple sensing vectors was also observed. An x-ray was taken and a fracture was suspected to be the cause of the reported clinical observations. At this time, the electrode was reprogrammed and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the electrode was discovered to have been under-inserted into the header of the device thus causing the high out of range impedance measurements, no fracture was noted. The electrode was re-inserted and induction testing was performed. During testing, undersensing was observed thus making it difficult to convert the patient with shocks from the system. An external shock was eventually able to convert the patient successfully. The electrode remains in service and there were no additional adverse patient effects reported.